Event description:
Patient enrolled in pump study, was present in the cardiology clinic for her week 6 study visit. Vital signs on arrival were: blood pressure 110/51. Patient commented she was tired and complained of seasonal allergies and/or mild cold symptoms. Otherwise, she has been doing okay with the exception of an episode of sharp chest pain that she experienced 2 days earlier at 23:00 while in the process of going to bed. She denied any shortness of breath with this chest pain and did not have any additional episodes. The patient states she has not experienced any problems with the minimed pump, adding that the only alarm she has had is a low volume alarm every night prior to changing out the pump. The following procedures were done at this visit: pulmonary function study with diffusion to measure her total lung capacity; a 12-lead ECG showing right atrial dilatation and right ventricular hypertrophy, both of which have been present on previous ECG's: a six minute walk test was done per study protocol which the patient walked a total distance of 468 meters, with a starting oxygen saturation of 96% on room air and the lowest saturation dropping to 86% and a starting heart rate of 75 which peaked at 126. It took her 2 minutes to recover and she stated her borg dysphea score was 3-4. Her previous six minute walk test 9 days before, was for a distance of 489 meters. In addition, she had an echo done which showed right ventricular systolic pressure increased to 134 mmhg plus right atrial pressure from 120 mmhg on her echo from that day. Approximately 25 minutes after completion of the six minute walk test at 17:00, while the patient was sitting quietly in the exam room, the pulmonary hypertension nurse attempted to draw a blood sample from the patient's central line; however, she was unable to obtain a sample. The patient became very quiet, had a glassy eye look, and stated "I don't feel well." In addition, she complained of dizziness and stated "I feel like I'm going to pass out." The patient was transferred to the exam table where she was placed in the prone posiiton. She complained of crushing chest pain. The patient was placed on 10 lpm of oxygen by face mask. She remained responsive to verbal stimuli and did not lose consciousness. The nurse noted her remodulin minimed pump was not delivering remodulin and had not delivered any since 21:00 the previous night, when the syringe was changed. The syringe had a volume of 2.9 ml present in it and the total volume delivered today was 0.98 ml. The pump did not give a no delivery alarm and did not infuse. The syringe was loaded properly with the pump arms properly in place. The nurse started a peripheral IV line, replaced the minimed pump with a back-up pump and started delivery of remodulin through the peripheral line at 86 ng/kg/min. The patient's blood pressure was 60/40 with a weak pulse. Dr was present and contacted the cicu with immediate transfer of the patient to cicu. Upon arrival in the cicu, the patient was diaphoretic with cool extremities, weak peripheral pulses, and she was hyperventilating. Her admission vital signs were: hear rate 70, blood pressure 68/27, and o2 saturation was 96% on 10 lpm oxygen. She was started on 80 ppm of nitric oxide with 10 lpm oxygen. A 12-lead ECG was performed which showed increased st depression in leads v2 and v3 as compared to her previous ECG done earlier in cardiology clinic. In addition the ECG continues to show right ventricular hypertrophy and right atrial dilatation with a heart rate of 72. The pharmacy provided a new concentration of remodulin for the hospital infusion pump. This was initiated via the broviac catheter at 86 ng/kg/min with a rate of 1.90 ml/hour at a concentration of 190,000 ng/ml. The nurse was able to easily draw blood from her broviac catheter and ther were no visible clots present. At 18:00 the dose was increased from 86 ng/kg/min to 89 ng/kg/min. The patient rated her chest pain as a 10 out of 10 which started to subside after initiation of remodulin via the hospital infusion pump. However, her chest pain did not completely resolve until 23:00. Lab results upon admission to cicu included an inr of 2.1, potassium of 2.9, and arterial blood gases on 10 lpm of oxygen plus 80 ppm of nitric oxide were: ph 7.53, pco2 23, po2 170, hco3 19, o2 sat 99%. The patient was given potassium chloride for treatment of her low potassium and was kept overnight in cicu. Her nitric oxide was gradually weaned off and a repeat echo was done off the nitric oxide showing a right ventricular systolic pressure of 97 mmhg plus right atrial pressure. She was discharged home in stable condition on her current medications with her IV remodulin at 89 ng/kg/min via her cadd infusion pump. The patient started using the minimed 407c pump five days earlier.